Event description:
A patient underwent generator replacement surgery. After replacement of the generator, high impedance was identified intraoperatively. Further information was provided that high impedance was found a few days before surgery and that a full replacement was possible. Generator diagnostics showed values within normal limits. The surgeon decided at that time to replace the lead. While explanting the lead, a lead fracture was identified. Photos of the fracture were provided and verified that the lead had a fracture. After the lead was replaced, system diagnostics were within normal limits. A photo of the generator and lead in a disposal receptacle was provided. The lead and generator were both reportedly discarded after surgery. After the surgery, the patient's site had pus and granulation which has been reported in MFR report# 1644487-2016-02910.

Event description:
A review of the programming history was performed and verified that the patient's device had proper impedance values after initial implant surgery.